Event description:
The neurostimulator shut off. Patient and patient rep think the charge was too low, even though they charge it every day. They will try to charge it to 100% every day now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient representative that either yesterday or the day before, the patient was at the dinner table, and their hands started shaking. They could feel a wave sensation that came over them when they were at the dbs clinic, and they had to turn it off to check the programming. The patient could use the handset to see that therapy was off and then turn it back on and charge the implant. The caller spoke to the local manufacturer representative today, and they told the caller that the patient might not be charging enough each day or wasn't doing it long enough, and gradually, the battery was depleting. The rep advised the caller to charge for 3-4 hours until the battery was up to 100%. Pss explained charge levels and rounding and the wireless recharger tones. Pss emailed the manuals to the caller.